Event description:
It was reported that device shift occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx pro laa closure device was implanted on (B)(6) 2024. The patient was discharged. At the routine six (6) week follow-up, it was noted via transesophageal echocardiography (tee) that the closure device had shifted. The closure device position was canted under the mitral annulus with a 1.2mm leak. At time of implant, it was noted that the closure device was distal in the appendage. The closure device does not appear to be at risk of embolization, but the physician recommended a plug or coil to close off the leak and to add more stability. The physician stated that computed tomography (CT) imaging was scheduled to be completed.